Event description:
The balloon ruptured and tore circumfrentially required extraction in two pieces. No adverse patient sequella.

Manufacturer narrative:
The following analysis has been performed on the returned product. Visual examination: the balloon exhibited a complete circumferentially-directed tear, 2.7 cm proximal to the distal end of the tip. The balloon exhibited an axially-directed tear, at the distal balloon segment. The inner body was noted to be separated, 4.8 cm proximal to the distal end of the tip. The actual involved csi was not returned for analysis. Microscopic examination: light optical examination on the inner body material and on the outer surface of the marker bands revealed no anomalies. Further evaluation using scanning electron microscopy (sem) on intersecting the circumferentially-directed tear edge. It appears that the inner body separated due to the force required to withdraw the catheter migrating in a circular direction could not be determined. A lot history review revealed that no other complaints of this nature have been received for the products form this sterile lot number.